Event description:
It was reported that during an in-clinic check oversensing noise was observed on the right ventricular (rv) lead. There were no adverse consequences; the patient was stable. The rv lead will be monitored.